Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 4 mdrs filed for the same patient (reference 3002806535-2016-00763 & 1825034-2016-03826 / 03828).

Event description:
It was reported in operative notes received that patient underwent a right hip revision procedure three days post-implantation due to superficial infection. During the procedure, the femoral head and taper adapter were removed and replaced with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet taperloc femoral stem catalog#: 11-103203 lot#: 405770. Biomet m2a magnum taper adapter catalog#: 139252 lot#: 475240.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported in operative notes received that patient underwent a right hip revision procedure three days post-implantation due to superficial infection. During the procedure, it was found that the competitor acetabular cup and screws had pulled out of the patient's bone. As a result, there was dislocation of the acetabular and femoral components. The femoral head and taper adapter were removed and replaced with competitor product.